Event description:
Bilateral theta burst rtms treatment to the dlpfc. Afterwards: suicide ideation, agitation, increased anxiety, depersonalization, and derealisation, mania, confusion, long and short term memory loss. FDA safety report ID# (B)(4).